Event description:
It was reported that a small volume infusor infused at a very slow rate during patient infusion of fluorouracil, saline, and 5% glucose (non-baxter products). The reporter stated that the device was filled with 90 ml and was expected to deliver its contents in 46 hours; however, after 46 hours, most of the solution (exact volume not measured) remained within the device. The reporter provided the following background information: flow was confirmed prior to patient connection though priming was not performed, the device was not stored in a refrigerator after being filled, the device was at room temperature before use, the device was not refilled, and a patient control module (pcm) was not involved. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured between september 16, 2013 and september 17, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation with 90 ml of fluid in its bladder. Per the label on the device, the fluid was fluorouracil and the diluent 5% glucose. Visual inspection was performed and identified no signs of physical abnormality that could have caused the reported condition. A functional flowrate test was then performed, though the exact conditions of the reported event could not be replicated during the test. The flowrate was found to be within the specification range of the product. The reported problem could not be confirmed. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.